Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. This report is being filed on an international product, model number 78879-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in precision. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms but was unable to self-treat requiring a third-party to provide sugar and orange juice orally for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 119 mg/dl was compared to a built-in precision reading of 59 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the built-in precision. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms but was unable to self-treat requiring a third-party to provide sugar and orange juice orally for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 119 mg/dl was compared to a built-in precision reading of 59 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 7 with event log 11and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.